Event description:
Upon my first time flying with my medtronic 670g the touch pad started sticking immediately after landing. (I live in (B)(6) with a high altitude which may have made things worse.) Approx 12 hrs later, the center button would not recognize touch. It then gave me an error message that it was stuck. I was inside an airport in another state and I tried removing the battery. It did not work. I repeatedly tried to remove it with still no response. It then told me I needed a new battery. I did not have one and could not be home for many hours. It was a nightmare. I was terrified. Hours later it started working again. I am terrified of flying now. I feel like this will happen every time.